Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00166 for the first event involving the same pt. It was reported that the pt received 8 hours of intra-aortic balloon pump (iabp) therapy when the pump alarmed "high pressure" and stopped. According to the report, "even though the pumping was off, a squared balloon pressure waveform appeared and the bar of the helium tank bar graph was moving up and down." As a result, the pump was exchanged off the pt. The third pump worked successfully. There was no reported pt death or injury. Surgical/medical intervention was not required. The delay in iab therapy is unk. There were no reported pt complications. The pt outcome is "good."